Manufacturer narrative:
The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral ruptures with capsular contractures baker grades unknown.

Event description:
Patient reported right side "rupture, capsular contracture", baker grade unknown and exchange due concern with product. Device was explanted.